Event description:
It was reported that during a da vinci-assisted right ascending hemicolectomy surgical procedure, when the surgeon inserted the sureform stapler 60 instrument, one staple fell out inside the patient. The staple was not retrieved and was retained in patient. It was reported that the surgeon successfully fired the rest of the reload. There were no related errors found in logs. A backup same instrument was used to complete the procedure. Per subsequent follow-up with the customer on (B)(6) 2022, there was no surgical delay and no additional surgical procedure was performed to remove the staple. The patient has not returned for any post-surgical complications. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information on (B)(6) 2022: the clinical coordinator confirmed the initial information that was obtained. There were no post-operative tests such as an x-ray or ultrasound performed to check for remaining fragments. The surgeon stated that he accidentally clamped the stapler after it was inserted into the patient without tissue between the jaws but the surgeon did not fire the stapler. The surgeon unclamped the stapler and the staple fell out. The sureform stapler 60 issue occurred during the first use, but the instrument had been inspected prior to use and there was no damage noted. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. Fragments did not fall inside the patient during an instrument collision. The instrument was not removed during the procedure prior to the breakage. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the sureform stapler 60, the wrist was straightened, no resistance noted, no damage on the cannula, and no damage on the instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The clinical coordinator provided an image of the staple that fell in the patient. The procedure was completed robotically and there was no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the blue sureform 60 reload associated with this complaint and completed investigations. Failure analysis investigations could not replicate nor confirm the customer reported complaint. The reload was returned completely fired, and the reported staple that was said to have fallen out of the reload was not returned with the reload. The reported event could not be verified. Visual inspection of the reload found no physical damage to the cartridge. The cover was removed, and the blade was inspected. No damage was found to the blade. All the pushers were deployed, and no staples were found. The blade was at the distal end and was not exposed. There was no problem detected. The sureform 60 stapler (lot number l11220606 0572) that was used with the reload was also returned and failure analysis testing was performed. The reload that was returned along with the stapler instrument was fully fired, so an in-house reload was installed into the instrument. The instrument was installed on a test system, passed initialization, moved intuitively with full range of motion in all directions, and the jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired using a black sureform 60 reload. A review of the logs found no failures related to the instrument. The instrument was fully functional with no problems found. Instrument logs revealed that the sureform 60 stapler was used during the procedure for one firing, as reported by the customer. There were 11 uses remaining. An image of the patient's anatomy was provided by the customer. Due to the graininess of the image, the location of the staple and what tissue was in the image could be confirmed. This complaint is considered a reportable event due to the following conclusion: it was alleged that a staple fell inside the patient during a da vinci assisted procedure and was not retrieved. At this time it is unknown what caused the staple to fall inside the patient.